Event description:
Information was received from a consumer and a healthcare provider (hcp) via a company representative regarding a patient receiving gablofen (1000 mcg/ml) via an implanted pump. The patient¿s medical history was tbi (traumatic brain injury). The indication for pump use was head/brain injury and intractable spasticity. The patient reported that since their pump replacement they had been itchy and had spasms. A dye study was done sometime in (B)(6) 2022 which was successful and did not show any leaks/issues with the system. They also increased the patient¿s dose from 238.9 mcg/day to 262 mcg/day and continued to increase the dose throughout the year until now. The dose today was 395.8 mcg/day. The patient reported they had noticed no difference in their spasms with the dose increases and stated that ¿sometimes in the car though I can get loose¿. The pump logs were checked before the case and were normal. The patient asked to have their pump replaced today even though they understood that the hcps did not think anything was w rong with the pump. During the procedure, the hcp opened up the pocket and was able to aspirate 1 cc of csf (cerebrospinal fluid) with no issues. He then went to the spinal incision and opened it up. Once the anchor was seen, it was clear that there was a definite kink in the catheter. It was noted that it was likely a dynamic kink, which would explain why when the patient was in certain positions, like the car, they would get loose. As well as how the patient became spastic and would have withdrawal symptoms other times. The hcp replaced the entire catheter and was able to get free flowing csf. He then hooked up a new pump per the patient¿s request and dropped the dose back to the original 238 mcg/day that the patient was on when the pump was replaced in (B)(6) 2022. With regards to if there were any environmental, external, or patient factors that may have led or contributed to the issue, it was noted that the patient denied any falls/trauma. The issue as noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial#: (B)(6), implanted: 2016 (B)(6), explanted: 2023(B)(6), product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: ubd: 05-jan-2018, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of the catheter found catheter body; kink observed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.